Manufacturer narrative:
Boston scientific received additional information that this lead was explanted and replaced. The explanted lead is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead visited the hospital due to dizziness. A device interrogation revealed the patient had experienced a ventricular tachycardia (vt) episode that was successfully treated with anti-tachycardia pacing (atp). The right atrial (ra) lead measurements were reported to be normal. The rv lead exhibited pacing impedance measurements of greater than 2,000 ohms, and the shock impedance measurements were also reported to be out-of-range. An x-ray was performed, but no fracture was observed. However, a fracture was suspected, and the physician planned to replace this rv lead when the competitive device is replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was received severed 517 mm from the lead's tip and only the distal portion was returned. An extracting stylet was stuck in the lead segment. Tissue was observed in the distal shocking coil and on the tip. The conductor coils were noted to be stretched near the tip, and cuts were noted in the trilumen insulation. The shocking coils were stretched and separated from the lead body insulation. The lead segment was tested and confirmed to be electrically continuous. An x-ray of the returned lead segment noted no anomalies. Laboratory testing was not able to confirm a lead fracture.

Manufacturer narrative:
As of today, the lead remains implanted. This report will be updated when additional information is received.